Event description:
It was reported that patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to subluxation and poly wear. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).